Event description:
The customer reported experiencing multiple alarm notifications, specifically alarm 2 and alarm 26, due to occlusion events. Despite these occlusions, there was no adverse impact on the customer's blood glucose levels, as the levels did not exceed 500 mg/dl or read as "high" on the cgm. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin use.